Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and noise oversensing. On (B)(6) 2021, the physician elected to cap and replace the rv lead. There were no patient symptoms observed before, during, or after.